Event description:
On (B)(6) 2014, an implant card was received which indicates that the patient had the vns device replaced on (B)(6) 2013, due to an increase in seizures from base line. Follow up with the physician's office found that when the patient was seen on (B)(6) 2013, the clinic notes state that the vns was functioning properly at the last visit. Per the notes, the physician wanted the patient's vns device replaced because of the increase in seizures and the fact that the vns device had been implanted for 5 years. The patient experienced breakthrough seizures which was attributed to eos (end of service). No diagnostics were taken and vns interrogation was not performed. Notes from (B)(6) 2013, state that the vns was interrogated and found to be at the following settings: 2.0 ma output current, 20 hz frequency, 250 microseconds pulse width, 21 seconds on time, 1.8 minutes off time, magnet: 2.25 ma output current, 60 seconds on time, 500 microseconds pulse width. Both normal and system diagnostics showed dcdc = 3 and eri = no. Since diagnostics showed that the device was not at end of service and was therefore providing therapy, the medical professional clarified that the reason for the increase in seizures was believed to be related to clinical eos. The pre-vns baseline levels were unknown. Notes from july indicate that the patient has 1-2 seizures per week, but had clusters, including one the saturday prior when she had 3-4 seizures. This seizure frequency was the frequency prior to the increase in seizure frequency. The (B)(6) 2013, notes indicate the patient had 8 seizures since (B)(6) 2013. The settings were increased to those provided above. No causal programming, medication, or other changes preceded the onset of the event. There was no information on if the patient had multiple seizure types. No other information was provided about the event.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received stating that vns patient¿s seizure baseline levels continued to be sporadic due to stress. The patient¿s device settings were increased during an office visit in (B)(6) 2014 with no issues.